Event description:
The facility's biomedical technician reported an infusion pump with failure code 9, found during biomed testing. The hospital representaive stated they have no record of any patient incident involving the pump since the last baxter service event. No addtional contact information was provided.